Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using the wireless footswitch. The philips field service engineer (fse) inspected the system on-site and verified its functionality. No issue was identified with the wireless footswitch connection. Upon troubleshooting, the fse found the issue occurred due to the customer's improper use of the footswitch. However, the fse re-paired the wireless footswitch with the base station, after which it connected normally. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, the procedure was not affected, and the customer was able to complete the procedure as there was no issue with the wireless footswitch. It is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.